Event description:
It was reported, " it is difficult removing the statlock from the patient. Patient had a small skin tear. They are using alcohol wipe to get the adhesive off and it is not coming off. Stat lock IV iv0520." No other information was provided.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, " it is difficult removing the statlock from the patient. Patient had a small skin tear. They are using alcohol wipe to get the adhesive off and it is not coming off. Stat lock IV iv0520." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the statlock was determined to be inconclusive. The product returned for evaluation was a sealed medline IV start kit. Inspection of the statlock was unremarkable. Tactile inspection of the adhesive on the tricot pad was unremarkable. The original, potentially implicated product was not returned for evaluation. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.